Event description:
It was reported that the pump was implanted 132 days post the use before date of (B)(6) 2014. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).